Event description:
The pt was seen at the implant center for device eval in 2000. Testing at the center confirmed that the device was no longer functioning. Revision surgery took place in 2000 and the pt was reimplanted with another clarion device.